Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient incorrectly priming tubing).

Event description:
The reporter contacted animas on (B)(6) 2014 reporting a prime issue. The reporter stated that the pump is not priming tubing during load step. The reporter stated that the patient had a blood glucose (bg) of over 500mg/dl with polydipsia and symptoms of dehydration. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and it was determined that the patient thought they primed the tubing correctly but no insulin came out and the patient used the infusion set with no insulin being primed. This report is being made due to the bg excursion the patient experienced due to incorrectly priming tubing.